Manufacturer narrative:
(B)(4). One used inflator syringe, without packaging, was received for evaluation. In an attempt to replicate the reported incident, the syringe was filled with water and pressure was applied. While initially increasing the pressure, the gauge dial remained static at 0atm. During subsequent attempts, the gauge dial eventually moved, but then remained static even as pressure was being increased. It was indicated in the event summary that the balloon was able to be inflated during the procedure. While no specific conclusions can be drawn, an incident of this nature can occur if the device exceeds the 30atm pressure calibration during use resulting in the dial to malfunction; or if the device is dropped / sustains a sudden excess impact. Without the lot number, a batch record review could not be performed. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. If additional pertinent information becomes available, a follow-up report will be filed. Note: this case is being filed retrospectively as a result of a review of recent customer complaint information. Based on additional information and details provided in another complaint case, it was determined that this case is reportable in accordance with the requirements of 21 cfr 803. B. Braun has conducted a retrospective review for all complaints of a similar nature in accordance with internal procedure (B)(4).

Event description:
As reported by the user facility: reports the balloon was able to be inflated; however, the gauge did not work properly.